Manufacturer narrative:
Concomitant: product ID 8731, lot# b002976n47, implanted: 2003-(B)(6) product type catheter. Product ID 8578, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type accessory. Product ID 8598a, serial# (B)(4), implanted: 2012-(B)(6), product type catheter.

Event description:
It was reported that the patient had pocket site discomfort. The pump moved in the abdomen, and dislodged from the pocket. A device surgical repositioning took place on 2014-(B)(6), and the pump was moved to the right upper buttock. There were no diagnostic methods. The etiology was reported as the pump; the event was related to the device or therapy; and not related to the implant procedure. The patient resolved without sequelae on 2014-(B)(6). The severity was reported as being moderate. The pump system was being used to infuse fentanyl, baclofen (compounded), bupivacaine, and morphine.

Event description:
Additional information received reported that the diagnosis was made (B)(6) 2014 through examination/palpation of the pocket site. The pump was flipped in the pocket.

Manufacturer narrative:
(B)(4).